Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A health care professional (hcp) indicated that the out of range measurements are known by the clinic, and have been present beginning two days post implant of the pacemaker. Monitoring has been continued. No adverse patient effects were reported. This device remains in service.